Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report wil then be issued.

Event description:
Provider alleges unit caught fire outside of the customer's barn.

Manufacturer narrative:
The customer has both the new device as well as the old device in possession. The customer refused to let the provider remove the old device for return.

Event description:
Provider alleges unit caught fire outside of the customer's barn.